Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump had insulin pump error alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that the alarm occurred shortly after battery changed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information related to product code has been updated and provided with this report.